Manufacturer narrative:
No product has been returned for evaluation nor were radiographs or images provided to confirm the alleged event. Review of the provided information indicates patients bone is quality may be a contributor to the root cause. No additional investigation can be completed at this time. Labeling review: "...contraindications. Contraindications include but are not limited to: infection, local to the operative site. Signs of local inflammation. Patients with known sensitivity to the materials implanted. Patients who are unwilling to restrict activities or follow medical advice. Patients with inadequate bone stock or quality...." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..."

Event description:
On (B)(6) 2019, a patient with vertebral body fracture at t12 underwent the first of a two stage procedure requiring a posterior spinal fusion at t9-l2 levels skipping screw fixation at the t12. Postoperative image revealed screw back out at l1 and l2 levels. On (B)(6) 2019, during the second stage, a corpectomy at t12 a revision procedure was also performed to replace the two backed out screws at l1 and l2 and extending the construct to l3.